Event description:
A discordant high positive immulite 2500 stat troponin assay result was obtained on a patient sample. The initial result was high positive. Sample was repeated and resulted negative. Another sample repeat was resulted and confirmed negative. The discordant result was not reported. No indication of patient treatment administered. Patient treatment was not altered and there was no report of adverse health consequences due to the high discordant stat troponin assay result.

Manufacturer narrative:
Analysis of instrument and instrument data did not indicate system error and suspected that fibrin in the sample may have caused the discrepant result. No further evaluation of the device is required. The instrument is performing within specifications.